Event description:
Gel breast implant augmentation at age 18 due to no breast development due to previous rt breast surgery for cyst. Subsequent capsular contracture which has become painfull in the last few years.